Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 9th december 2021. Section h3 - device evaluated by manufacturer? Yes. There were 3 images to the complaint file / investigation file and shown above. The 3 images/figures labeled as ¿figure 1, 2 and 3: customer provided photo¿; show anterior segment pictures of an apparently pseudophakic eye, claimed to be implanted with an intraocular lens model dib00 (tecnis simplicity eyhance). Figures 1 and 2 show a zoom-in of a linear discoloration starting at the lens periphery which extends approximately 0.2 to 0.3 mm towards lens center and appears to be located on the lens surface. The root cause as well as the potential clinical impact of the observed phenomena cannot be determined from a picture assessment. Furthermore, the customer submitted multiple photos for different lenses without identifying which photo belongs to which serial number and therefore it cannot be confirmed which photo should be evaluated for this serial number and therefore all photos were treated as the potential complaint lens photo. Device evaluation: no complaint lens was returned for evaluation. Visual inspection of the handpiece under magnification revealed trace amounts of viscoelastic residue inside of the cartridge. The handpiece was inspected and presented with no issues. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter telephone number: (B)(6). Initial reporter first/given name: the completed name was not provided, but first initial begins with "j." The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that after a normal preparation and implantation of an iol (intraocular lens), the surgeon saw a little scratch at the edge of the iol. The surgeon thinks the patient's sight will be unaffected because the issue is on one edge of the optic. The lens was fully inserted. No medical or surgical interventions were reported. The patient status is unknown. Daily activities were not significantly affected. No additional information was provided.